Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Functional testing determined the cutter failed the test cut with an incomplete cut. The cutter will need replacement. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during surgery on an (B)(6) 2024, the handle was not ratcheting, allowing the dermacarrier to not cinch under the cutter properly to penetrate the skin. . There was a patient involved, there was a one-hour delay in the procedure, and an additional graft was harvested. The cutter failed the test cut and was added as it could have contributed to the reported event. Due diligence information complete. No additional information available.